Manufacturer narrative:
A ge service representative performed an on site investigation. The malfunction was verified. Repaired and replaced the lemo plug receptor cable. The system was tested and found to be working as intended and placed back into service.

Event description:
It was reported that the interconnect cable on the 9600+ system was very hard to plug into the c-arm. There was no report of pt injury.